Event description:
It was reported that there were previous non-reported events where nursing programmed a heparin infusion in units/hour instead of the weight-based dosing of units/kg/hr. When programming using the units/hour dosing, the heparin 25,000units/250ml infusion rate is below 0.3ml for the 100units/ml concentration. In every case, nursing overrode the soft lower limit on the dose which resulted in sub-therapeutic heparin dosing. One extreme case involved the heparin infusion lasting up to 25 hours. Most cases involved patients that were not on interoperability, so it is thought that the infusions are initiated from the ER. Some infusions would infuse at the wrong rate were found to infuse for greater than 20 minutes, while other infusions that infused at the wrong rate had a duration less than 20 minutes, because it was noticed that nurses often overrode the alert, and then almost instantly went back and changed it. It was further stated that were no known adverse effects caused to any patient's from the events.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. The customer stated no further event information available due to covid-19 pandemic.

Event description:
It was reported across the health system that nurse's programmed heparin infusions in units/hour instead of the weight-based dosing of units/kg/hr. When programming using the units/hour dosing, the heparin 25,000units/250ml infusion rate is below 0.3ml for the 100units/ml concentration. In every case, nursing overrode the soft lower limit on the dose which resulted in sub-therapeutic heparin dosing. Most cases involved patients that were not on interoperability, so it is thought that the infusions are initiated from the ER. It was further stated that were no known adverse effects caused to any patient's from the events.